Manufacturer narrative:
(B)(4). We are in the process of evaluating this device. When our investigation has been completed, a f/u report will be submitted.

Event description:
It was reported while performing a pulmonary vein ablation procedure, significant temperature increases were noted during the 7th and 8th rf applications. Despite burning at the same wattage, the catheter temperature increased to 43 degrees. The catheter was inspected, and it was noticed that the irrigation port on the handle of the catheter had disconnected. There was no notable stress placed on this extension of the catheter during the procedure. The irrigation extension was not collected with the catheter for return. The catheter was replaced and the procedure continued without consequences to the pt.